Event description:
It was reported that during a routine follow-up, stored egms showed noise on both atrial and ventricular channels. Bipolar ventricular impedance was stable at 355 ohms. Unipolar impedance was 351 ohms. Bipolar capture thresholds were high but stable. The noise was able to be reproduced in the bipolar configuration. The device was left in the unipolar configuration.